Manufacturer narrative:
The device has been returned and evaluated by product analysis on 06-sep-2018 with the following findings: a review of the pump black box data indicated no evidence of short battery life; one cs128 alarm occurred due to a discharged replacement battery being used. During a visual inspection of the pump, the battery compartment was observed to be cracked in two areas. The battery cap threads were stripped and was not able to secure properly to the pump. A test battery cap was used for testing. The ez-prime steps were performed correctly. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.